Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. No similar complaints were found in the lot. During investigation, fluid was observed inside of the telescope and distal tip assembly. A hole/split open was observed in the center of the guidewire exit canal 2.4cm from distal tip end. There is a fluid leak in the hole during flushing. During image characterization testing, good square image appeared in the (galaxy2 and clearview) system and the product performed within specification. No kink was observed in the sheath assembly. No immediate corrective action / escalation is recommended based on the individual investigation findings and root cause analysis below. However, trending will be done outside the individual investigation on a regular basis to monitor the issue over time and assess the need for further action. The hole in the sheath was confirmed. The cause of the hole is undetermined.

Event description:
Boston scientific has become aware of the following event: when a flushing was applied in the wire lumen outside the body after ivus, the pin hole was noted. It leaked at the hole. The lesion was 90% of stenosis without calcification. The catheter was returned to manufacturing site and the investigation was performed in september, 2006. The following was found during investigation. A hole/split open was observed in the center of the guidewire exit canal 2.4cm from distal tip end.